Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: device came in with complaint of failing leak test and displaying "release valve defective". Confirmed tightness test and flow sensor calibration failed.

Event description:
The following was reported to hamilton medical ag: summary: device came in with complaint of failing leak test and displaying "release valve defective". Confirmed tightness test and flow sensor calibration failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. Device came in with complaint of failing leak test and displaying "release valve defective". Confirmed tightness test and flow sensor calibration failed. Replaced the ambient valve. Reran tightness and ambi tests. Device passed." Issue confirmed by provided logfiles. Happened during preo-check, no patient involvement reported. The unit failed the tightness test, flow sensor calibration and leak test during pre-operational checks. No patient was involved, and the device was not used for ventilation. Consequently, the event did not cause or contribute to a death or serious injury. Tightness test, flow sensor calibration and leak test are standard diagnostic procedures performed before patient use to ensure measurement accuracy. A failed tightness test, flow sensor calibration or leak test does not indicate a malfunction but serves as a safety mechanism to prevent use of the device until the issue is resolved. The issue was resolved by replacing the ambient valve. The device subsequently passed all functional and calibration tests. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur. -----------------------------------------------------------------------